Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A health professional reported no ultrasounds in two handpieces during surgery. With one of the handpieces the issue was reported to occur at sculpting phase. According to the reporter energy was higher than needed for surgery and the tip was firmly stuck and therefore suspected an issue with the handpiece. One of the handpieces was removed from use. The facility clarified that both handpieces were used for the same surgery and the procedure was continued with no patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause could not be determined conclusively. (B)(4).